Event description:
The product was used during an unspecified procedure. Reportedly, the instrument misfired. No add'l info is available.

Manufacturer narrative:
8/4/97-supplemental report #1 submitted to FDA.